Event description:
The pt received her scs system on (B)(6) 2011 including an ipg. It was reported the pt never recharged her ipg. Communication could not be established with the ipg due to the pt not recharging. As a result, the doctor explanted, replaced, and relocated the new ipg for better comfort. Stimulation was regained post-op.

Manufacturer narrative:
Eval results: the product was received and visually did not show any anomalies. The ipg passed communication and charging tests with the lab equipment. The ipg was tested to mfg specifications and passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.